Event description:
It was reported that this pacemaker system triggered lead safety switch (lss). The right atrial (ra) lead was suspected of exhibiting an unknown product performance issue. At first, it was not possible to determine if the ra lead had capture, it was noted that the lead was sensing, but capture was not confirmed, intrinsic amplitude was not seen. Technical services (ts) was consulted and recommended further lead testing and possible reprogramming options. X ray testing showed the lead was damaged, and lead safety switch was triggered due to unstable out of range impedance measurements, both high and low impedance measurements were noted. Insulation damage is suspected as well. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered lead safety switch (lss). The right atrial (ra) lead was suspected of exhibiting an unknown product performance issue. At first, it was not possible to determine if the ra lead had capture, it was noted that the lead was sensing, but capture was not confirmed, intrinsic amplitude was not seen. Technical services (ts) was consulted and recommended further lead testing and possible reprogramming options. X ray testing showed the lead was damaged, and lead safety switch was triggered due to unstable out of range impedance measurements, both high and low impedance measurements were noted. Insulation damage is suspected as well. This system remains in service. No adverse patient effects were reported. Additional information was received and data analysis showed pacemaker power consumption has been high, technical services (ts) noted high right ventricular (rv) lead thresholds and variable ra lead impedance could be related but cannot rule out the possibility of a pacemaker malfunction. Ts recommended in clinic testing and to continue to monitor this pacemaker system. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned by the customer; therefore, no product analysis could be performed.